Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Patient reported that six hours after injection in the nasolabial folds and the lips with juvéderm® ultra plus xc and developed "out of control swelling" in the lips. Patient also stated that they "looked like a circus clown." Patient started to treat themselves with cold compresses after the event occurred. After consulting with their physician, the patient was told to apply hot compresses. Patient stated that they were prescribed an unspecified antibiotic by the healthcare professional. Healthcare professional provided clarification of the event, reporting that immediately after injection with 2 syringes of juvéderm® ultra plus in the nasolabial fold and lips, and concomitantly with 3 syringes of juvéderm voluma® xc in the malar areas bilaterally, the patient developed swelling in the left upper lip only. Healthcare professional noted there was no redness, blistering, necrotic skin nor warmth, and believes "it was just the needle manipulation that caused tissue swelling." Patient was prescribed a z-pack the day of injection "as a pre-caution despite the absence of any signs of infection." Symptoms have resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00598 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm® ultra plus xc.

Manufacturer narrative:
Medwatch sent to FDA on 10/22/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of swelling as follows: warnings: ¿ "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Adverse events: ¿ ¿the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.¿ post-market surveillance: ¿the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache.¿ ¿inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess.¿ were injectable hyaluronidase, laser resurfacing, tissue debridement, and surgical scar revision.¿ ¿serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain.¿ ¿ ¿the onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks.¿

Event description:
Patient reported that six hours after injection in the nasolabial folds and the lips with juvederm® ultra plus xc and developed "out of control swelling" in the lips. Patient also stated that they "looked like a circus clown." Patient started to treat themselves with cold compresses after the event occurred. After consulting with their physician, the patient was told to apply hot compresses. Patient stated that they were prescribed an unspecified antibiotic by the healthcare professional. Healthcare professional provided clarification of the event, reporting that immediately after injection with 2 syringes of juvederm® ultra plus in the nasolabial fold and lips, and concomitantly with 3 syringes of juvederm voluma® xc in the malar areas bilaterally, the patient developed swelling in the left upper lip only. Healthcare professional noted there was no redness, blistering, necrotic skin nor warmth, and believes "it was just the needle manipulation that caused tissue swelling." Patient was prescribed a z-pack the day of injection " as a pre-caution despite the absence of any signs of infection." Symptoms have resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00598 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvederm® ultra plus xc.